Manufacturer narrative:
(B)(4). Date sent: 12/17/2021. Investigation summary overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. No further investigation will be conducted on this complaint as the device is found to meet the specifications. Overall, no analysis conclusions relevant to the patient experience were found. A manufacturing record evaluation was performed for the finished device batch number 26309, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 12/8/2021. Additional information was requested, and the following was obtained: when using the linx sizing device what technique was used to determine the size? Pop +3 and visual observation. Were there any other contributing factors that led to the removal of the device other than the reported chest pain? No. Besides the reported chest pain, what was the reason for removal of the linx device? N/a. Was the device found in the correct position/geometry at the time of removal? Yes.

Manufacturer narrative:
(B)(4). Only event year known: 2021. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information was requested, and the following was obtained: please confirm, was the device explanted as scheduled 3 nov 2021? Yes. Were there any intra-operative complications during implant? No. Was there any hiatal or crural repair done at the same time as the implant? Yes. Please specify the symptoms the patient was experiencing prior to implant (gerd reflux, dysphagia, pain during eating, etc., )? Gerd. Had the patient had any diagnostic testing done to address the symptoms they experienced while the device was implanted? If yes, what diagnostic testing was completed? Can you share the results of the diagnostic tests? Upper gi, egd, balloon dilations. No, physician does not want to share. All studies were normal. Do they have an autoimmune disease? No. Has the patient been prescribed medication by a doctor (not over the counter medication)? If yes, what is the doctor prescribed medication? Prednisone and baclofen. Are they currently taking steroids / immunization drugs? No. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: when using the linx sizing device what technique was used to determine the size? Were there any other contributing factors that led to the removal of the device other than the reported chest pain? Besides the reported chest pain, what was the reason for removal of the linx device? Was the device found in the correct position/geometry at the time of removal?

Event description:
It was reported that a linx device will be explanted due to chest pain. The onset of chest pain was (B)(6) 2021.